Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant tracking log only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2008 - the patient underwent an unspecified pelvic procedure with implant of a davol flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Event description:
As reported on 01/25/2017: the following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2008: the patient underwent an unspecified pelvic procedure with implant of a davol flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device. Addendum per medical records and patient fact sheet: (B)(6) 2008: the patient underwent a robotic sacral colpopexy and hysterectomy procedure with use of a bard/davol mesh to repair a uterovaginal prolapse. Noted per operative details, the mesh was soaked in antibiotic solution and customized for the repair. The mesh was fixed in place both anteriorly and posteriorly. Alleged outcomes attributed to the device of pain, erosion, urinary problems, dyspareunia and vaginal scarring.

Manufacturer narrative:
Addendum based on additional information provided by patients attorney which included medical records, patient fact sheet and general patient outcome allegations: at this time no conclusions can be made. It is unknown to what extent the bard/davol bard flat mesh device may have caused or contributed to the events. The information provided alleges as a result of the defective nature of the mesh, the patient experienced pain, erosion, urinary problems, dyspareunia and vaginal scarring. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.